Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the loose screw was confirmed. The cause of the loose screw was not established. The event can be prevented by following the instructions for use (IFU): "do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found a gap of adhesive on the distal end and stain entered inside the lens through the gap. There is a gap between acoustic lens and ultrasound probe. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrovideoscope elevator channel plug was loose, and the device was unable to be reprocessed. There were no reports of patient harm.